Event description:
It was reported that the balloon could not deflate even after the syringe was "released". The reporter was unable to specify if the syringe was removed from the gate valve during deflation or left it on; however, it was indicated that the balloon usually deflates after the syringe is "released", which seems to indicate that the syringe was left attached. There were no patient complications reported.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5cc limited volume syringe. The complaint of deflation difficulty could not be confirmed due to balloon leakage. Two tears, about 0.010" and 0.005" in length, were observed distal of the proximal bond. Due to the presences of the tears in the latex, deflation time could not be tested. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. The original complaint could not be confirmed and the circumstances of use remain undetermined. As noted in the product IFU, "passively deflate the balloon by removing the syringe from the gate valve". Although the cause of the latex tears could not be conclusively determined, no evidence of a manufacturing nonconformance was identified. Device handling may have contributed to the damage. No actions will be taken at this time.